Event description:
It was reported that the device was explanted after an implant duration of approximately 2.6 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information was received from the replacement device implantation data card completed by the hospital or staff and returned to our implant patient registry. Attempts were made to contact the surgeon by email for additional information and return of product for evaluation on 05/06/2009 and on 05/12/2009. To date, three months later, there has been no response.